Manufacturer narrative:
The manufacturer received information form the durable medical equipment supplier (dme) that the device is not returning for evaluation. The pt's family has the device and is not releasing at this time. Several attempts have been made by the manufacturer to obtain more information from the dme and were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator malfunctioned and the pt expired.